Event description:
Healthcare professional reported right side device exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional later reported "clear yellow fluid found around implant." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: opening on anterior, white calcification on the surface of the shell 80%, fluids, crease fold. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening on anterior. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.